Event description:
Pt presented on (B)(6) 2018 from rehab facility with confusion and slurred speech. Initial CT head negative. Due to persistent symptoms, cta completed showing occlusion of l m1 segment and stenosis of r internal occipital artery.